Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the avalon fm50 fetal monitor has a speaker malfunction alarm. It is unknown if there was an audible alarm. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The reported issue was evaluated by the philips remote service engineer (rse). The rse stated that the information was provided to the customer to check speaker connection, replace speaker, or send to bench if api board is needed. The rse confirmed that the customer is taking responsibility to correct/repair the device. The customer was notified to contact philips if this does not address their device issue at which point a new service order will be created. The customer called back and a subsequent case was created where it was identified the mainboard caused the speaker malfunction error. The main board was replaced and the device remains at the customer's facility.